Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they'd been having a "lot of stuttering" going on with their handset and communicator for the last 3-4 months and asked if there were updates for the software that they needed. The patient further clarified that they were getting "not found" messages/ handset wouldn't find the communicator and after a while of trying, the application would then tell them they had to exit the application so they would have to close out of the app and do it again like 3 times before they could even get it to connect. Patient said the last time they had tried to connect had been worse than ever. Patient denied the communicator was plugged in when the issues occurred. Patient services reviewed with the patient there were no "updates" but offered to troubleshoot with the patient. The patient received another 'not found" message, so patient services walked the patient through turning bluetooth off, putting the handset in airplane mode and had the patient look for 'location,' but they were unable to find location and saw that the "nearby device scanning" function was off so patient services had the patient turn it on and then turn the airplane mode back off and the patient was able to successfully pair the handset and communicator and connect to their ins settings. The therapy was on. The troubleshooting steps that were taken on the call resolved the issue. The patient then reported that they had to make a couple of changes to their therapy because the therapy hadn't been helping as much as of the last 3-4 months and that they were still having a lot of leakage. The patient stated they were going to make an appointment today to go see their healthcare provider (hcp) because they knew there was a "problem" and they shouldn't be leaking this much because their bladder wasn't emptying all the way and they were leaking urine everywhere. Patient services asked the patient if "their bladder not emptying all the way" was one of the reasons they got the implant and the patient stated yes, they'd gotten the implant because their bladder was not emptying and because they had been leaking. Patient stated the therapy had been working like a charm until just recently (the last 3-4 months) and they couldn't even hold their urine in and they'd had to adjust the stimulation but it hadn't made a difference. Patient then mentioned relevant medical information: that they just had a pain stimulator put in their back 3-4 months ago and they were told it wouldn't affect their bladder stimulator but it seemed like it might be. The patient said going into the implant for the pain stimulator they had told the doctor performing the procedure that they didn't want the scs device to impact their bladder implant and told that doctor the side their bladder stimulator had been on (on the low left side) however when they woke up from the procedure, they found that the doctor had put the scs device right above their ins (patient said about 4 inches up, and that it was about belt/waist high and they didn't like where it was placed.) They said they wanted the scs device on the other side and now they were worried itwas affecting their bladder stimulator. They said that they hadn't even wanted to get it if it affected their bladder stimulator and that they could deal with the pain. Patient services reviewed device description/function and implant compatibility considerations with the patient and redirected the patient to follow up with their managing health care provider to further address the issue and to discuss their symptom concerns and to check the implanted system. Patient's other medical history included they said that they had memory "problems" going on now. The patient said they would follow up with their hcp to discuss their concerns and have the implant checked . They said they normally would go to get their implant checked by their hcp once every 6 months.